Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of neuropathy in a female pt who used poligrip as a denture adhesive. A physician or other health care professional has not verified this report. Co-suspect product included fixodent. In 2004, the pt began using fixodent and also used poligrip, though much less frequently. In 2007, the pt began to experience severe neurological symptoms including pain, tremors, severe burning sensations, tingling, hand and feet numbness, left side weakness, left side paralysis, leg stiffness making it almost impossible to walk, a gait, inability to run or jog, speech problems and inability to adequately express herself. The pt's physicians diagnosed her condition as neuropathy and peripheral nerve damage. She underwent many procedures such as a spinal tap and several brain exams. The pt spent many months undergoing rehab and was treated with brain therapy, physiotherapy, and an unspecified medication. This case was assessed as medically serious by gsk. At the time of reporting, the outcome of the events was unk.

Manufacturer narrative:
Poligrip is mfg in (B)(4), and neither the product nor lot number for this product was available. The product is marketed under the trade name super poligrip in the united states. (B)(4).